Manufacturer narrative:
Device manufacturing date is unavailable. Return requested. Replacement navigus passive biopsy set shipped to site 02/22/2016. Suspect navigus passive biopsy was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported. Part discarded by site.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site stated that their navigus biopsy kit was missing a screw for the angled base plate. The surgeon manually held down corner of base with a hand and continued the procedure. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction to suspect medical device. Brand name) catalog # now corrected. Device manufacturing date now provided.

Manufacturer narrative:
Correction: the date received by manufacturer on the initial MDR was inadvertently reported to be 03/21/2016 when it was actually 02/22/2016.